Event description:
It was reported that the patient had an artificial cervical disc implanted. Approximately 5 yrs. Post-op the patient is complaining that he is unable to stand for more than five minutes and he feels the pressure in his neck as if he is going to have a stroke. He had a follow up appointment with his doctor, at which time the doctor stated that no active compression was seen on the MRI. The device remains implanted.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation.